Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during post procedure device interrogation, the right atrial lead exhibited loss of capture. X-ray imaging confirmed lead dislodgement. The lead was repositioned. On (B)(6) 2017, upon device interrogation, the right ventricular lead exhibited loss of capture. The lead was suspected to be dislodged. The lead was repositioned. On (B)(6) 2017, the right atrial lead was discovered to be dislodged. No intervention was performed. The patient presented in clinic for follow up on (B)(6) 2017. Upon device interrogation, the right ventricular lead also was discovered to be dislodged. The patient presented on (B)(6) 2017 for lead revision. Both leads were repositioned. On (B)(6) 2017, during post procedure device interrogation, both the right atrial and right ventricular leads were discovered to be dislodged. On (B)(6) 2017, the patient presented for lead revision. Both leads were explanted and replaced. The patient was nauseous as a result of each episode of dislodgement. The patient was stable after the last procedure.